Manufacturer narrative:
Additional information was received that the wound was healing and no medical intervention was given.

Event description:
A report was received that the patient had impaired wound healing. It was also reported that the wound healing was not device related but it was the placement of the ipg wherein the physician placed the ipg at the bottom of her heel fold. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had impaired wound healing. It was also reported that the wound healing was not device related but it was the placement of the ipg wherein the physician placed the ipg at the bottom of her heel fold. The patient underwent an explant procedure.